Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and analysis results revealed normal depletion. The device mets greater than 80% of expected longevity.

Event description:
It was reported that the device may have experienced premature depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.